Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis showed multiple abrasion marks along the lead fragment. In particular between 54 cm and 56 cm distal to the df-4 connector pin the insulation was found rubbed through and the conductor cable leading to the ring electrode was found exposed and fractured, which is assumed to be the root cause of the reported oversensing resulting in shock. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. The finding was consistent with exposure to constant interaction with another implantable device. Further damages such as a bent fixation helix, most likely occurred due to mechanical forces applied during the explantation procedure. The manufacturing process for the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient presented with inappropriate shock due to ventricular lead noise. Capture threshold and impedance were out of normal range and the graphic showed these values changed abruptly 3 months ago approximately. The doctor decided to explant the ventricular lead and implant a new one. During surgery, it was noticed the atrial lead was dislodged and already entering the ventricle and then it was repositioned. The ventricular lead was loose close to the device. The ventricular lead was extracted without issues but it was also noticed the silicon was fractured and the metallic conductors were exposed right to the helix design portion.